Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP while using the device power brick is getting hot to the touch and noticed an aluminum smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician observed that there were slight unknown white and black pieces of contamination at the bottom of the blower box. There was heat marks on the top of the heater plate. The visible contamination was most likely due to external conditions. The technician was able to confirm the customer complaint that the power supply brick gets warm, but the surface temperature of the power supply was within specifications per prd 2300232 v16.0. And was not able to confirm the aluminum smell.